Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dark. The remote service engineer (rse) advised the customer that the unit most likely has a hydis display installed. The rse then provided the customer with the part number for the user interface (ui) assembly. The investigation is ongoing.

Manufacturer narrative:
It was reported that the display was dark. The customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.